Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) at a user facility reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however a response was not received. It was not stated during initial reporting that the patient experienced an adverse event or required medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was not provided. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Event description:
The facility administrator (fa) at a user facility reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however a response was not received. It was not stated during initial reporting that the patient experienced an adverse event or required medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was not provided. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.